Event description:
New information received notes programming changes to sensitivity were made on the right atrial (ra) lead. There were no complaints, the patient was stable.

Event description:
It was reported that an atrial tachycardia (at) and atrial fibrillation (af) episode review revealed noise on the right atrial (ra) lead. Programming changes to increase atrial sensitivity were recommended. There were no reported patient consequences.